Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hiatal hernia repair, there was a small explosive sound with the monopolar cord sparking and visible flames. The fire occurred at the distal end of the cord where it attaches to the wider end of the monopolar port. The anesthetist extinguished the small fire with some small gauze packs. The monopolar cord was an all in one cord and plugs directly into the monopolar receptible not requiring an adaptor. The settings were coag on 100 and 0. There was a very tight knot in the middle of the cable. The monopolar cable was a competitor¿s device. New generator and cord were used to complete the procedure. No patient injury.